Manufacturer narrative:
Arisg case number: us17000468 follow-up report 1. CAPA: no further comments were included in follow up report. Manufacturer narrative: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number a4086. Pharmacovigilance comment: the serious event of stroke, associated with the events of blurred vision, hemiplegia, dysarthria, and cranial nerve paralysis, and the non-serious events of bruising and swelling at the implant site are addressed in the labelling. The serious event of seizure was considered to be unexpected due to the limited information provided, although seizures are frequently seen with stroke. The reporting physician considered the stroke to be unlikely related to sculptra administration; however, the company medical reviewer assessed all of the events, including the stroke, to be possibly related to the implant procedure. Alternative etiologies for the neurological events include the patient's age and risk factors for thromboembolic disease, given the use of multiple concomitant blood thinners. The blood thinners may have also contributed to the bruising and swelling at the implant site. This case meets the criteria of seriousness and causality for reporting to regulatory authorities. Additional comments: not available to manufacturer.

Event description:
Case reference number (B)(4). A follow-up report was received by the physician on (B)(6)2017. On (B)(6) 2017, the physician reported that the lot code for sculptra used was (lot a4086). The product was reconstituted with 6ml of sterile water and 3ml of lidocaine 1% with no epinephrine. In the follow-up report, it was reported that on an unknown date in (B)(6) 2017, the patient experienced bruising (implant site bruising) and swelling (implant site swelling). The physician stated these events were minimal. The outcome of the events was unknown at the time of this report. The physician reported the patient's neurologist did not think the stroke (cerebrovascular accident) was related to the sculptra aesthetic injection.

Manufacturer narrative:
(B)(4). CAPA: the events stroke and blurred vision are already addressed in the labeling. The events hemiplegia, dysarthria, cranial nerve paralysis and seizure are commonly associated with the event stroke. No corrective/preventive action is needed. Manufacturer narrative: lot number was not reported and a batch record review cannot be performed. Pharmacovigilance comment: a causal relation between the events and the treatment with sculptra aesthetic cannot be totally excluded. Potential etiology may also include; patient's age and possible history of thromboembolic disease given her concomitant medication of multiple blood thinners. The events stroke and blurred vision are already addressed in the labeling. The events hemiplegia, dysarthria, cranial nerve paralysis and seizure are commonly associated with the event stroke. The company assesses the case to fulfill the seriousness criteria for reporting to competent authority. Additional comments: the device was not made available to the importer to return to the manufacturer for evaluation. Not available to manufacturer.

Event description:
(B)(4) is a spontaneous report sent via phone on 19-jan-2017 by a physician which referred to an elderly female patient. The patient's exact age and weight were unknown, however the reporter stated the patient was in her 70's or 80's and was of average weight. The patient's medical history was not well known to the physician, however the reporter stated the patient had other unspecified risk factors for a stroke. Concomitant treatments included clopidogrel bisulfate [clopidogrel bisulfate] and unspecified blood thinners. On (B)(6) 2017, the patient received treatment with sculptra aesthetic, unknown lot, almost 2 vials to the cheek and temple with an unknown needle type, using an unknown technique. The reporter stated the patient was injected with approximately 0.5 ml at each spot. The physician reported, on (B)(6) 2017, while injecting the second vial of sculptra aesthetic the patient experienced blurred vision (vision blurred). The patient was examined and was also experiencing slurred speech (dysarthria). The physician reported the patient had a stroke (cerebrovascular accident) with left sided hemiplegia, cranial nerve paralysis(cranial nerve paralysis) and had a seizure. The reporter stated the patient had not undergone a full neurological assessment at the time of this report, but that the normal unspecified stroke treatment did not work. On (B)(6) 2017, the patient was transferred to the hospital for treatment of the events. The reporter was not sure if the events were related to sculptra. The outcome of the events was unknown at the time of this report.

Manufacturer narrative:
(B)(4). Arisg case number: (B)(4) follow up 2 report. CAPA: the events swelling. Bruising and stroke, associated with the events of blurred vision, hemiplegia, dysarthria, and cranial nerve paralysis are already addressed in the labeling. The event seizure are commonly associated with the event stroke. No corrective/preventive action is needed. Manufacturer narrative: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number a4086. Pharmacovigilance comment: the serious event of stroke, associated with the events of blurred vision, hemiplegia, dysarthria, and cranial nerve paralysis, and the non-serious events of bruising and swelling at the implant site are addressed in the labelling. The serious event of seizure was considered to be unexpected due to the limited information provided, although seizures are frequently seen with stroke. The reporting physician considered the stroke to be unlikely related to sculptra administration; however, the company medical reviewer assessed all of the events, including the stroke, to be possibly related to the implant procedure. Alternative etiologies for the neurological events include the patient's age and risk factors for thromboembolic disease, given the use of multiple concomitant blood thinners. The blood thinners may have also contributed to the bruising and swelling at the implant site. This case meets the criteria of seriousness and causality for reporting to regulatory authorities. Additional comments: none on follow-up.

Event description:
Case reference number (B)(4) is a spontaneous follow-up report received on 22-feb-2017 from the physician. The patient had a medical history of hypertension and heart disease and a fitzpatrick skin type iii-IV. Additional concomitant medications included aspirin and metoprolol. The patient had been treated with sculptra in the past on (B)(6) 2015, (B)(6) 2016 in the cheeks and temples. On (B)(6) 2017, the patient received treatment with 1 vial of sculptra aesthetic (lot a4086) to the cheek and temple with an unknown needle type, using an unknown technique. The product was reconstituted with 6ml of sterile water and 3ml of lidocaine 1% with no epinephrine. In the follow-up report it was reported that on an unknown date in (B)(6) 2017, the patient experienced bruising (implant site bruising) and swelling (implant site swelling). The physician stated these events were minimal. The left side hemiplegia previously reported was noted to be severe in the arm and leg. The outcome of the events was ongoing at the time of this report. The patient has a permanent impairment of bodily function. The physician reported the patient's neurologist did not think the stroke (cerebrovascular accident) was related to the sculptra aesthetic injection.